Event description:
The IV pump "slipped down the IV pole" and came into contact with the nurse's hand. Reportedly, when the nurse was lengthening the freestanding IV pole, the pump began to "slip" down the ive pole and "caught" the nurse's hand. The nurse re-tightened the pump on the pole. There were no reported adverse effects to the patient or clinician. No medical interventions were required. Though requested, no additional information was provided.